Event description:
It was reported in an article that a patient implanted with vns therapy for depression had to have the device removed due to an infection. No other information was provided in the article, and attempts for further information regarding the event have been unsuccessful to date.